Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: this report is for air in cassette was not confirmed in the lab. A used sample was returned to baxter for complaint investigation. A batch review was performed on the associated lot with no issues noted. There was not enough data within the complaint information to identify root cause of the air, therefore, the cause is undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient reported to baxter (B)(4) that a bubble was found in the cassette. There was no patient involvement. No further in formation is available.